Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing new pain. The sjm representative met with the patient and lead diagnostics revealed multiple high impedances and it was determined the lead tail had become disconnected from the ipg. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg and the existing lead was connected to the newly implanted ipg. The patient is now receiving effective stimulation in all of the pain areas.